Event description:
It was reported that the insulin pump had a blank display after a battery replacement. The blood glucose reading was over 300 mg/dl. The issue was resolved upon troubleshoot. The insulin pump's display returned, and the device passed the self test. Advised the customer that a replacement battery cap would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.